Event description:
During a total hip replacement, the reamer attachment was noted to have an oil like substance on it. Six different attachments were opened and found to have this same substance on them. An alternate system was used. There was no report of injury and only a slight delay in the case.